Manufacturer narrative:
Event summary as reported, during a treatment of a postpartum hemorrhage a bakri tamponade balloon catheter leaked. The user placed the bakri and inflated with water. A few hours later the user attempted to inflate the balloon with more water when they found the device leaking at the three-way stopcock or the connecting tube. Hemostasis was achieved by using another bakri tamponade balloon catheter. No adverse effects to the patient were reported. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation with heavy biomatter. The device was cleansed prior to evaluation. A hard piece of dried blood was removed from the port during cleansing. A leak test was performed and noted no leaks in the balloon material; no leaks were noted when external pressure was applied to the balloon or when pulling away at both bonds. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information and a functional test of the device, cook could not recreate the reported failure mode. The returned device functioned properly during laboratory testing. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a treatment of a postpartum hemorrhage a bakri tamponade balloon catheter leaked. The user placed the bakri and inflated with water. A few hours later the user attempted to inflate the balloon with more water when they found the device leaking at the three-way stopcock or the connecting tube. Hemostasis was achieved by using another bakri tamponade balloon catheter. No adverse effects to the patient were reported.